Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 48 mg/dl while wearing the pod. The patient was found not breathing and once awoken they were found to have been choking on their own vomit. Once at the hospital the patient was given anti nausea medication and metabolic lab tests were administered. The patient was given orange and apple juice, peanut butter toast and cereal. The patients reported their blood glucose level after eating was 208 mg/dl. The patient was released from the hospital after 3 hours.